Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips were falling out of the clip applier and off of the ducts prematurely. 09/08/1998 another er320 was pulled to completed the case. There was no consequence to the pt.